Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 214586/223280/19825109; model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1160; serial number: (B)(4); batch/lot number: 347951; model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief and intermittent increase in stimulation. It was reported that the patients leads migrated and had multiple contacts out. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively.